Event description:
New information received notes that the patient condition was stable throughout the procedure.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the insertable cardiac monitor was explanted and replaced. Further information regarding patient condition was requested but not received.

Manufacturer narrative:
The reported event of being unable to connect via bluetooth with the application was confirmed. The provided information was reviewed by abbott engineering and it was determined that there was a corruption with the public key of the device, which resulted in the inability to established remote monitoring. All other functionalities of the device are performing as intended. The root cause was unable to be determined.

Manufacturer narrative:
The reported event of being unable to connect via ble with the application was confirmed. The provided information was reviewed by abbott engineering and it was determined that there was a corruption with the public key of the device, which resulted in the inability to established remote monitoring. All other functionalities of the device are performing as intended. As a part of this finding, abbott requested an investigation be opened with the vendor to investigate the cause. The root cause was unable to be determined with the return of the device. Reported event of ble telemetry issue was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.